Event description:
It was reported that the customer's insulin pump alarmed button error. Prior to the alarm, the customer's insulin pump became damp when she was laying by the pool. The customer removed the battery and received the battery out limit alarm. The customer's blood glucose was 105 mg/dl. The customer stated that there was a crack on the insulin pump at the right top corner of the screen. The customer confirmed that her insulin pump had not been bumped or dropped. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The up arrow button was not responsive due to the corroded keypad trace. Was unable to verify the battery out limit alarm due to an unresponsive button. No moisture damage on electronics was noted. The insulin pump was received with a minor scratched display window, a cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.